Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2018-03-31, UDI #: asku, device available for eval: no, device evaluation anticipated, but not yet begun, mfg date: 2017-03-31, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2018-03-31, UDI #: asku, device available for eval: no, device evaluation anticipated, but not yet begun, mfg date: 2017-03-31, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2018-03-31, UDI #: asku, device available for eval: no, device evaluation anticipated, but not yet begun, mfg date: 2017-03-31, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2018-03-31, UDI #: asku, device available for eval: no, device evaluation anticipated, but not yet begun, mfg date: 2017-03-31, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2018-04-30, UDI #: asku, device available for eval: no, device evaluation anticipated, but not yet begun, mfg date: 2017-04-30, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2018-04-30, UDI #: asku, device available for eval: no, device evaluation anticipated, but not yet begun, mfg date: 2017-04-19, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries were exhibiting power switching resulting in a loss of power to the ventricular assist device (vad). It was further reported that the batteries were spontaneously switching up to 10 times in a row but a particular battery could not be singled out. The controller was exchanged and the batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: a1 product event summary: the controller and six batteries were not returned for analysis. Log file analysis revealed one controller power up event on (B)(6)2019 at 10:48:00. The data point prior to the loss of power revealed that bat511149 was connected to power port one with 94% relative state of charge (rsoc) and bat511456 was connected to power port two. The data point recorded after the loss of power revealed that bat511164 was connected to power port one and bat511456 was connected to power port two. The controller was without power for six seconds. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each fifteen-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving all six batteries. As a result, the reported loss of power and power switching events were confirmed. There is no evidence that the lubrication servicing was performed on the reported device(s). Based on the log file analysis, the most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was opened to investigate momentary disconnections and to capture events involving the controller losing power. Additional products: battery - bat511149 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 battery - bat511150 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 battery - bat511164 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 battery - bat511191 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 battery - bat511456 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 battery - bat598797 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.